Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump software did not accurately adjust the amount of insulin delivered; however through troubleshooting it was determined that the pump functioned as intended.